Manufacturer narrative:
(B) (4). Maceration of the surrounding skin. The device reported, list number m190, is an abbott product that is marketed internationally which is the same or similar to a device, list number 51364, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The outer cap of the device did not close and resulted in leaking of gastric material and feeding product causing maceration of the surrounding skin with tissue infection. The pt required replacement of the device, antibiotic therapy and several medications.